Event description:
During microdiscetomy at the l4-5, l5-s1 area, the upper tip of the bone rongeur broke off & became lodged in the surgical site. Several x-rays were performed to locate the tip. It was reported that it took 30-45 minutes to locate & remove the tip. The pt did not suffer any complications or injury as a result of this malfunction. This malfunction is occurring below the frequency or severity that are usual for this device.